Event description:
It was reported that the patient fell and loss of sensing on the atrial lead was noted afterwards. Fluoroscopy was performed and dislodgement was confirmed. The physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to sense and lead dislodgment were not confirmed. As received, a complete lead was returned in one piece for analysis with helix was partially extended and clogged with blood/tissue. After cleaning the helix was able to be retracted and extended when torque applied directly to the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.